Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). It was also noted that the spinal cord stimulation (scs) leads have migrated down. The patient underwent a scs system explant procedure. The explanted device components will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17411281/17411281.